Manufacturer narrative:
Failure analysis for fiber 0010-2400-536a-1440: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; pieces of glass missing at fracture; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 9,900 joules 2:30 minutes of use while using the surgical fiber during a prostate procedure, the fiber broke / was damaged. The fiber was replaced and the procedure completed using a second surgical fiber. There was "no injury to patient" reported.